Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A doctor reported 1+ corneal edema and 2+ superficial punctuate keratitis (spk) post laser assisted inlay procedure. Patient complains of blurry vision and scratchiness. Two week later, trace corneal haze is noted and topical steroid dosage was increased. Vision has improved since the day of surgery six week later, the patient reports struggling some still to see fine details. Trying to put on make up and look at some fine print is still difficult to see and do. Patient reports being able to see phone well without readers. All other symptoms are reported resolved.

Manufacturer narrative:
The system history shows that the laser was verified successfully prior to and after the day of treatment. No abnormalities that could have contributed to this event were found during device history records review. The clinical review revealed that according to the data files provided, the laser settings were as per recommended cut settings which also conform to the recommendations by the inlay manufacture . Based on the provided files, there is no indication that shows a malfunction of the laser device that could have lead to haze formation after the pocket procedure. The root cause could not be identified conclusively. (B)(4).